Manufacturer narrative:
The reported events were helix mechanism issue and lead dislodgement. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended/bent consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix, the helix clogged with blood/tissue and the overtorqued inner coil in the connector region.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to retract, failed to extend, and the lead position was displaced from its implanted location. The rv lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.